Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 7/17/2019.

Manufacturer narrative:
Date sent to FDA: 04/20/2020. (B)(4). Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2013 due to hernia recurrence, abdominal discomfort and bulge.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and again on (B)(6) 2013 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.